Event description:
Adverse event(s): no pt impact (no consequences or impact to pt). Product problem(s): system advisory (device displays error message); light source unavailable" (no device output). The biomedical engineering technician reported the light source was unavailable and an advisory message was displayed during a case. The system was rebooted and message was unable to be cleared. The light source was plugged into another system to complete the case but the surgeon was unhappy as the light source was not as bright. Once the case was completed, another light source was moved into the operating room and used to complete the rest of the cases for the day. No pt impact was reported.

Manufacturer narrative:
The facility did not request service. The biomedical engineering technician will reseat the lamp housing. If the problem persists, the facility will request service. No samples were returned for eval. (B) (4). (B) (4).